Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 600 mg/dl. The user was transported to the hospital where the user was diagnosed in diabetic coma and treated at the hospital and discharged on an unknown date. The user reported ongoing impairment of the right hand following a fall associated with a low blood glucose episode; no additional long-term health effects were reported.